Event description:
Report received of retained portion of catheter possibly due to manipulation technique at implant. Patient experienced break of catheter and loss of drug benefit - spasticity returned but did not have withdrawal symptoms. Follow up with hcp revealed patient suffered return of spasticity but did not experience any of the symptoms of abrupt withdrawal. Patient has severe scarring in the back from repeated surgeries. Patient has a retained fragment of catheter. Operative note of february implant indicates that catheters was threaded but went down instead of up so cathether was withdrawn "carefully" and rethreaded up the intrathecal space. Patient is doing well with new catheter.